Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, provided information on how to reset it, and confirmed that the malfunction code did not recur. The customer was able to continue using the pump and was advised to call back if any issues reoccurred.